Event description:
Re-operation for composite graft aortic root replacement, extensive left ventricular myomectomy and resection sub-aortic obstruction. Valve was removed due to symptomatic tight aortic stenosis. A composite graft was made with a 21 mm valve and a 22 mm graft for replacement. No additional consequence reported regarding the patient.